Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released man ufacturing processes and met all applicable manufacturing specifications prior to release for distribution.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the electrocardiogram (ECG) showed right bundle branch block (rbbb). One day post implant the echocardiogram revealed mild paravalvular leak (pvl). Four days post implant the patient experienced acute right hemiparesis. Computed tomography (CT) of the brain revealed a thrombus that was resolved with a thrombectomy. No further adverse patient effects were reported.